Event description:
A female pt, s/p gastric by-pass with unsuccessful CT guided drainage of postoperative subphrenic collection. Number (#10) french urosil catheter placed via seldinger technique. The .035 cook guidewire was placed without difficulty, however, the catheter could not be positioned along the wire and was withdrawn. Attempt to pull the wire resulted in a wire break necessitating surgical removal of retained wire.